Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was not getting acceptable values during implant and the physician was unable to retract the helix. The lead was removed from the patient and an alternate lead was placed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis summary: the full lead was returned and analyzed.the distal conductor of the lead was extrinsically over-rotated. Visual analysis of the lead indicated apparent explant damage. The analyst noted the helix did not extend within specification due to distal conductor distortion in connector due to over-rotation (spin). If information is provided in the future, a supplemental report will be issued.